Event description:
Complainant alleged that during biomed testing, the device prevented a discharge of energy from an associated defibrillator. Complainant indicated that there was no pt involvement in the reported malfunction.